Manufacturer narrative:
The suspect device was not returned for evaluation; however, 5 units form the lot were returned. The root cause is attributed to the manufacturing process. The device history record was reviewed, and 1 exception was recorded in relation to the supplier tubing lot. A search of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.

Event description:
The account alleges that during access for an intravascular procedure, the introducer hub detached from the introducer when removing both, the access wire and the introducer from the access sheath. No patient injury to report.